Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a "system failure" message and a "data send" error message on multiple devices. The bme was also unable to control the mouse or keyboard. The bme performed some troubleshooting on the hard drives, and determined the port 1 hard drive is bad and needs to be replaced. The bme will replace both hard drives to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a "system failure" message and a "data send" error message on multiple devices. The bme was also unable to control the mouse or keyboard.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, bme (B)(6) at (B)(6) center reported the cns-6201a (pu-621ra sn: (B)(6) had a system failure message on the top of the screen, coupled with a data send error on multiple bedside monitors. The cns software was showing disproportionate sizing and scale for the bed tiles with larger ones on the bottom half of the screen and smaller ones on the upper half. There were no other issues with devices on other cnss. Service requested: troubleshooting/assistance. Service performed: nka ts troubleshootiong determined there was an issue with the cns hard drives. Customer was advised to purchase 2 replacement hard drives: 9000006111a - hard drive, 500gb, cns-6201. Customer was advised on the process of replacing the hdd and allowing raid to rebuild. Investigation result: the cns warranty began 11/14/2012, which is over 5 years prior to the reported issue. Per cns-6201a operator's manual, the expected service life of the cns is 5 years (except for periodical replacement parts). The warranty ended on 11/14/2014. Review of device history found no previously reported issues with the unit's hdd. There was an issue with the cns hard disk drives (hdd). Performance and degradation of the hdd is affected by multiple factors such as storage, handling, use, and power conditions. As the device is operated at the customer's facility, it is the customer's responsibility to ensure proper environment for the unit. Cns-6201a operator's manual provides customer with recommended use, storage, and handling of the device. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. It is important that the failed drive be replaced to prevent a complete system failure that would occur if both drives fail. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Troubleshooting of the hdd and error message, along with the proper actions to take is addressed in the service manual. The service manual also provides steps on how to replace the hdd. Cns-6201a service manual advises that one hdd can be replaced without stopping of monitoring. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Customer's maintenance information on this device is not available. A review of device history found no previously reported issues with the hdd or raid. There is no record of nka servicing performed on this unit. Based on the required maintenance procedures, a scenario where both hard drives fail is when the first hard drive failure is not addressed by the user. Thus, it is likely that lack of device maintenance lead to both hard drive failures. If the hard drive had not been replaced during the lifetime of the cns, the hard drives age would be over 5 years at the time of failure. The issue occurred well past device warranty and expected service life. There is no prior history of this issue occurring on this unit. Customer was to replace the hdd's to resolve the issue. Based on the given information, this issue is not suspected to be caused by deficient device design. Corrected information: g4. Date received by manufacturer: should be 03/29/2018 not 04/26/2018 as listed on MDR initial report. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a "system failure" message and a "data send" error message on multiple devices. The bme was also unable to control the mouse or keyboard.